Event description:
It was reported that the patient underwent artificial urinary sphincter (aus) replacement surgery due to recurring and increased incontinence due to a suspected cuff leak. A new aus was implanted and no additional patient complications were reported.